Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic, the pulse generator exhibiting an elective replacement indicator alert prior to implant and an end of service alert on (B)(6) 2016. The battery capacity was 95% remaining. The clinician was led through a firmware download to restore the device and clear the erroneous alerts. The download was successful and the patient was feeling fine.